Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient experienced a burning sensation and a loss of therapeutic effect. There was no known accident or incident related to this complaint. It started 3-4 weeks ago. Unknown if it was gradual or immediate in nature. Patient had great stimulation relief prior to this event. She received some pain relief when the voltage was set to 3.2v but it was not enough to cover her paresthesia areas. When the stimulation was turned up to 3.4/3.5v, she started to wince and felt the burning sensation. She was still using stimulation but just could not turn it as high as she would like. She was at the clinic this morning in fair condition. X-ray showed good strain relief at ins site and good placement of the electrodes both ap, lateral views. Everything looked good. All the impedance measurements were 600-700 ohms. It was later reported that the origin of the shock sensation was unknown. The patient was going to first have her leads replaced on (B)(6) 2011.